Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during the one day post-implant device check, it was noted that the atrial lead had dislodged. The lead was repositioned without difficulty, and remains in use. No patient complications have been reported as a result of this event.